Manufacturer narrative:
The insulin pump passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump alarmed during pump self-test, high idle current and unable to download using care link due to faulty connector on radio frequency board. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assembly noted and corroded motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that data from insulin pump could not be downloaded to carelink. Customer's blood glucose was unknown. Alarm history showed a radio frequency pic failed self test. Insulin pump would be replaced.